Event description:
It was reported that stimulation was intermittent. Within the last month, the pt had noticed this. There was no injury or trauma. The pt was directed to his health care provider for eval. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).